Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had replace battery alarm without low battery and it was second occurrence. Customer also reported that insulin pump had multiple pump error. Customer's blood glucose level was 321 mg/dl. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected "low battery", ¿replace battery now¿, post-reset ram crc alarm, or power error alerts were noted. (B)(4).